Event description:
It was reported that an 11 year old male patient required a turbo-ject standard power injectable PICC line PICC on (B)(6) 2022. While the user was accessing the PICC line for an infusion 10 days post-implantation, it was noted to be leaking around the base of the white lumen. At that time, they secured the white lumen with tape and proceeded to access the purple lumen. The PICC line was subsequently removed. It was reported that a new PICC line would need to be placed, but no confirmation of that event or date. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: b1, b2, h1, h6- annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information it was reported that a new device was placed on 22jun2022.

Manufacturer narrative:
Correction: h6 (annex a). Investigation ¿ evaluation. (B)(6) hospital of australia informed cook about an issue regarding a turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers (rpn: upicds-4.0-CT-nt-1110; lot: unknown). It was reported that the hub of the catheter was disconnecting from the extension tube. The device was implanted on (B)(6) 2022, and the leak was noticed 10 days later. A new PICC was inserted on (B)(6) 2022. It was reported that there was no other adverse effect to the patient due to the occurrence. Reviews of the complaint history, instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Cook received one used PICC device. The device was taped at the batwing hub and extension tube junction. It appears that the extension tubing is separating from the hub. A leak test showed that the junction between the hub and extension tubing leaks. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A device history record (DHR) could not be performed, because no lot number was provided. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. This product component is supplied to cook. A notification was sent to the supplier informing them of the event. The information provided upon review of the dmr and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, ¿turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the maximum pressure limit setting for power injectors used with turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table.¿ warnings: ¿the safe and effective use or turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown on the following table.¿ precautions: ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately.¿ product recommendations catheter maintenance ¿catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter.¿ instructions for use: power injection procedure: ¿4. Ensure adequate blood return and flush catheter thoroughly with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. 5. Remove syringe and attach power injection device to the catheter using the manufacturer¿s recommendations. 6. Conduct study using the power injector, making sure not to exceed the maximum flow rate or pressure limit for the catheter.¿ based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to an inadequate device design change. A prior CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.